Manufacturer narrative:
Unit passed basic occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery over 31 times. Customer does not recall any significant events leading to the error. Customer's blood glucose was 381 mg/dl at the time of incident. Troubleshooting was done for no delivery and the customer tried different reservoirs and some alarmed and some did not. The customer was advised to change out entire set and reservoir and monitor the issue and to call back if further issues.